Event description:
End user was sitting in the device and pushing herself backwards when the device flipped backwards and she hit the asphalt. End user has a large bruise covering her arm. She went to get x-rays for possible injury to her arm. X-rays confirmed her arm is broken. This device is not intended to be a transportation device.